Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump would not stop 'beeping'. This occurred during use of the device. The pump randomly started beeping and there was no error message on screen. The pump had remained plugged in properly all shift and was running precedex without issue. The nurse was unable to get the pump to stop beeping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. An event history log review was performed, and it was noted that there were multiple alarms on the event date (slide clamp detected alarm, insert slide clamp alarm and tube load error alarm). Each alarm was cleared by the user. Functional testing was performed which included downstream (distal) occlusion sensor testing, upstream occlusion sensor testing, and flow rate accuracy testing and no issues were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.